Manufacturer narrative:
The product was returned for analysis. The returned product was noted to have damage that was not mentioned by the customer. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. The optical resolution and focal length were tested and found to meet the acceptable measurements. Product history records wer reviewed and all documents indicate the product met release criteria. There are no other complaints received for this lot. This report was mailed to the FDA on 05/09/2007. Additional info requested on 04/10/2007 by phone, fax and by mail and on 04/19/2007 and 04/26/2007 by phone. The questionnaire was completed and returned by the surgeon on 05/01/2007.

Event description:
A facility returned an intraocular lens (iol) for testing due to the pt's report of "numerous visual complaints". This monofocal iol (20.5d) was replaced at one week following initial implant surgery with a multifocal iol (20.5d). The pt was reported to be better with the new iol, but reported he still has complaints. Follow-up info was received from the surgeon. He reported the pt is doing great. The surgeon stated he did not feel there was anything wrong with the initial iol.